Event description:
Patient presented to pcp and then ed with left lower quadrant pain. Pain was constant and preventing her from walking. On 2013 essure placement with endometrial ablation. On 2016 tvh with salpingectomy and right oophorectomy. Patient presented in 2016 with bleeding, dysmenorrhea and dyspareunia . Plan was to remove essure devices by salpingectomy. Devices were visible in the specimen. On 2017 laparoscopy for pain and retained piece of essure. The retained piece was found to be embedded in the left ovary.